Manufacturer narrative:
This complaint is a duplicate and therefore should not have been generated. Refer to pr# (B)(4).

Event description:
During a right tka, notching on the anterior cortex was discovered after taking post operative radiographs. Intra operatively, no notching warning was given, and there appeared to be sufficient run out on the bone model and cutting page that would indicate there to be no notching.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a right tka, notching on the anterior cortex was discovered after taking post operative radiographs. Intra operatively, no notching warning was given, and there appeared to be sufficient run out on the bone model and cutting page that would indicate there to be no notching.